Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had cracks in the top case and damage to the left and right plunger. Review of the device data log noted a motor rate error. Functional tests included flow testing. Flow testing verified the motor rate error. The observation that the pump was out of calibration could not be verified as the pump was in calibration for force, size, and position. The motor assembly was replaced to resolve the motor rate error. The noted damage to the pump was also repaired and the pump passed functional and delivery testing. Based on the evidence, the motor rate error complaint was confirmed and the calibration complaint was not. The root cause was unable to be determined but was likely due to normal wear as the parts were over 10 years old.